Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a farawave catheter was selected for use. Preparation of the catheter was successful with flush through the guidewire lumen and flush port, and catheter deployment was successful after the guidewire was fully inserted into the catheter. When the catheter was moved to the patient table, the continuous flush line was attached to the flush port, and the catheter was not dripping. A syringe was attempted to again flush the flush port, but there was still no drip. The physician opted to use this original catheter for the superior vena cava (svc) ablation to complete the procedure. No patient complications were reported. The catheter is expected to be returned for analysis.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a farawave catheter was selected for use. Preparation of the catheter was successful with flush through the guidewire lumen and flush port, and catheter deployment was successful after the guidewire was fully inserted into the catheter. When the catheter was moved to the patient table, the continuous flush line was attached to the flush port, and the catheter was not dripping. A syringe was attempted to again flush the flush port, but there was still no drip. The physician opted to use this original catheter for the superior vena cava (svc) ablation to complete the procedure. No patient complications were reported. The catheter was returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was observed in the undeployed state, but not in the basket or flower configurations. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is evidence that the device was used in a manner inconsistent with the labeled indications as the farawave catheter was used for superior vena cava isolation ablation in the reported event. The farawave catheter is intended to be used to treat paroxysmal atrial fibrillation. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the event of difficult to irrigate the catheter is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information, the cause of the reported flushing difficulties was likely attributed to device design as the flush lumen was kinked, causing flushing difficulties.